Event description:
On (B) (6) 2009, pt reported her infusion device displayed an e4 (occlusion) error during a 10 unit bolus. Reviewed bolus history and pt had received 2 units of insulin. Pt reported her blood glucose was 387 mg/dl. Pt's normal blood glucose range is 80 - 130 mg/dl. Advised to change infusion site every 3 days and tubing up to 6 days. Advised pt to disconnect infusion site and prime out of the end of the tubing; insulin dripped slowly. Advised to change the infusion tubing and prime until insulin drips out of the end. Pt was able to connect to her existing infusion site and placed infusion device in run mode; bolused 8 units of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of alleged infusion set for evaluation. On f/u call on (B) (6) 2010, pt stated everything is back to normal.